Event description:
It was reported that the left ventricular (lv) lead dislodged and had no capture. The lv lead revision was scheduled, but the patient decided against the revision and requested that the entire device system be explanted for personal reasons. The patient is a participant in the post-myocardial infarction remodeling prevention therapy study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed).